Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, lot #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 27-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the a manufacturer representative regarding a patient with a trial external neurostimulator (ens) for urge incontinence. It was reported that the patient had an infection. It was also stated that the patient had a rash on their back that they scratched that likely led to the infection. It was further clarified that patient had an advanced evaluation on (B)(6) 2018 and at that time the dr was concerned because the patient had some dermatitis on her backside that the patient would scratch constantly. Patient was scheduled to have the "ins" implanted (B)(6) 2018 due to very successful ae but the dr said the site looked infected so the health care professional opted for lead explant and treated the infection with antibiotics and the issue was resolved. No further complications were noted or anticipated.